Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections b5 and h6: device problem code. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to the compressor. The compressor was replaced to resolve the report. The device was recertified and returned to the customer analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "5v self check failure - 1172" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's compressor did not operate correctly. Complainant indicated that there was no patient involvement in the reported malfunction.